Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 10/13/2014. Belt: 02/15/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient's wife went into the patient's room and found him unresponsive. She initiated CPR and called 911. The patient was taken to the hospital and the lifevest was removed in the ambulance as the patient was on hospital telemetry. The patient subsequently passed away on (B)(6) 2019 between 12:00 pm and 1:30 pm. It was reported that the patient's passing was cardiac related. It was also reported that the patient experienced an appropriate treatment event consisting of 1 shock. At 05:33:07 on (B)(6) 2019, the patient was seen in sinus tachycardia at 110 bpm with motion artifact degrading to vt at 250 bpm degrading to vf with motion artifact and variable amplitudes. The patient remained in vf for approximately 5 minute and 48 seconds. Although the device properly detected vf, motion artifact prevented the device from delivering a treatment. At 05:38:42 on (B)(6) 2019, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was bradycardia at 20 bpm with pvc's. An arrhythmia was detected at 05:57:56 while the patient was in bradycardia at 20 bpm with CPR artifact. The patient was seen in an idioventricular rhythm at 20 bpm degrading to asytole with CPR/motion artifact from approximately 06:00:23 until the electrode belt was disconnected at 06:28:12 on (B)(6) 2019. The response buttons not were pressed during the event. The patient subsequently passed on 09/13/2019 between 12:00 pm and 1:30 pm. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction causing or contributing to the patient's death.